Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Before a scheduled device replacement due to normal eri, upon interrogation, an alert message was observed regarding a device reset on (B)(6) 2017 which resolved itself. The device was explanted and replaced. The patient was stable with no adverse consequences.